Event description:
It was reported by a family member that the patient had to go to the ER at 0930 in 2003 with high ketones, a blood sugar of 437, nausea, vomiting, and pain due to what was allegedly a pump malfunction. The patient was treated with subcutaneous injections. The patient's blood sugar at time of discharge was 159. The patient was never taken off the pump. The patient's family member said they had checked the patient at 0500 on the date of event and bs was 336 with moderate ketones. They stated they took the insulin cartridge out of the pump and it was empty, the screen reportedly indicated approximately 37u remaining in cartridge. The family member stated they had never changed the cartridge. It was reported that 6 days before the event date, a nurse trained them on the pump; the rn filled a cartridge with 300u of insulin. The cartridge on the patient at the time of the incident was this original cartridge; the cartridge has not been changed as the patient uses approximately 20u a day. The infusion sets/sites had been changed. The patient was express shipped a replacement pump.